Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was not possible to fix in the vessel with the screw even with the use of different accessory products. Dislodgement occurred when performing a push and pull test. The lead was removed and replaced. No patient complications have been reported as a result of this event.